Manufacturer narrative:
Failure analysis noted that the pump alarmed compromised force sensor system during the prime/ compromised force sensor system alarm test at 4 pounds due to moisture damage on the force sensor resistor. The pump passed the self-test. There was no software error alarms noted. There was moisture damage on the electronic assembly. The pump had cracked battery tube threads, missing end cap sticker and cracked case near the display window corners. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose was 5 mmol/l at the time of incident. The customer was not using the pump at the time of the call as he was not able to perform an infusion set change. The customer stated that he received a software error alarm and a compromised force sensor system alarm. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.